Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No samples were received for this investigation. The lot was built and packaged on afa line 5 on (B)(6) 2018 through (B)(6) 2018 and packaged on afa line 10 for the quantity of (B)(4). All challenge, set up and corrective actions were performed according to the quality control plan and all passed per specifications. No quality notifications were initiated during production. The defect described in the product incident report was not identified or confirmed; as units nor photos were not provided for this incident, therefore a definite root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.